Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions; all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported that after injection of the right and left malars with 1 syringe of juvederm ultra xc, the patient reported observing "periocular bluing and progressive swelling" approximately 4 months later. The injector feels that the symptoms were possibly a cumulative effect of several injections of dermal filler to the same area over a span of several years, although the symptoms did not appear until after this most recent injection. The patient symptoms were treated with vitrase approximately a year after apparition to "resolve the problem" which was "worsening". After treatment symptoms resolved with a return to the patient's "native anatomy".